Manufacturer narrative:
The tech found that there was a plastic cap in the side rail latching mechanism. The plastic cap was removed from the side rail latching mechanism by the technician to resolve the issue.

Event description:
The account alleged the side rail would not latch. No patient impact.